Manufacturer narrative:
The device has not been received for analysis. However, media inspection was performed on two pictures attached with the reported allegations, results revealed an abnormal shape on the curvature of the catheter. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU. The lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues.

Event description:
It was reported that during an ablation procedure in the aortic cups, an inappropriate behavior was noticed in the intellanav mifi oi catheter as it was withdrawn from the patient. Upon removal, the catheter's form was found to be stuck in an inappropriate shape. This failure was noticed when the catheter was removed from the patient. The procedure was already completed at the moment. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure in the aortic cups, an inappropriate behavior was noticed in the intellanav mifi oi catheter as it was withdrawn from the patient. Upon removal, the catheter's form was found to be stuck in an inappropriate shape. This failure was noticed when the catheter was removed from the patient. The procedure was already completed at the moment. No patient complications were reported.